Manufacturer narrative:
Date of event: (B)(6) 2015. Additional suspect medical device component involved in the event: model#: c-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was no longer holding a charge following a non-device related surgery. The patient underwent an ipg and lead replacement procedure due to damage from past surgeries. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) (when we know electrocautery was used in the initial).

Manufacturer narrative:
Additional information was received that the physician suspected the patient complication following the non-device related surgery had likely caused migration.

Event description:
A report was received that the patient's ipg was no longer holding a charge following a non-device related surgery. The patient underwent an ipg and lead replacement procedure due to damage from past surgeries. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) (when we know electrocautery was used in the initial).